Event description:
Healthcare professional reported approx 2 months after injection in the back of hands, left nasolabial fold and left mandible angle with an unspecified type of juvederm voluma, pt developed edema, erythema and induration in the left nasolabial fold and swelling in the left hand following "pruning of some plants in the sun." Pt was treated with prednisone; 13 days later symptoms resolved at the left nasolabial fold. However, the day symptoms resolved at the nasolabial fold, the pt started to present with swelling in the right hand, worse than the edema of the left hand. The pt was treated with ciprofloxacin for bilateral hand swelling as well as the onset of an unrelated "urinary tract infection." Pt was additionally prescribed a "corticoid" and tetracycline; edema of the left hand has resolved but the right hand, though improved, still exhibits some edema.

Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of induration, edema and erythema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.